Event description:
The customer was hospitalized with low bgs. Troubleshooting revealed that the pump was set on military time instead of 12 hours and the time was incorrect. Explained how this would effect basal dose.